Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's mother to reset the device and reinsert the sensor. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, data was received and downloaded. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.